Event description:
It was reported that subsequent to the implant of a protegen sling, the patient was "injured and damaged" and "will have to undergo a second, painful and invasive procedure." There is no further information available on this case and the device was not returned for evaluation.